Event description:
Reporter alleged blood glucose measured 50 mg/dl at 4:55 am back to back with a result of 126 mg/dl performed immediately afterwards. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.